Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that, intra-operative ventricular assist device (vad) implantation, the patient developed right heart failure. The patient required brief cardiac massage which was thought to be related to protamine or platelet reaction. Epinephrine medication was provided to aid separation from bypass in addition to vasodilator and hormone drug medication for right heart support. It was further reported that the patient required heavy diuresis. The patient¿s creatinine peaked, and liver enzymes were also elevated. Of note, the patient¿s lab values were normal upon discharge. The vad remains in use. Based on the available information, the device may have caused or contributed to the adverse event. Per the instructions for use, right ventricular failure is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative ventricular assist device (vad) implantation, the patient developed right heart failure. The patient required brief cardiac massage which was thought to be related to protamine or platelet reaction. Epinephrine medication was provided to aid separation from bypass in addition to vasodilator and hormone drug medication for right heart support. It was further reported that the patient required heavy diuresis. The patient¿s creatinine peaked, and liver enzymes were also elevated. Of note, the patient¿s lab values were normal upon discharge. The vad remains in use. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that, intra-operative ventricular assist device (vad) implantation, the patient developed right heart failure. The patient required brief cardiac massage which was thought to be related to protamine or platelet reaction. Epinephrine medication was provided to aid separation from bypass in addition to vasodilator and hormone drug medication for right heart support. It was further reported that the patient required heavy diuresis. The patient¿s creatinine peaked, and liver enzymes were also elevated. Of note, the patient¿s lab values were normal upon discharge. It was further reported that the patient experienced chronic respiratory failure and self-extubated two days after the implant procedure and they were immediately reintubated due to their oxygen saturation in the 70s and 80s. It was also reported that the patient experienced an acute kidney injury and their creatinine jumped to 3.33 which was three times greater than their baseline of 1.06. The patient did not require continuous renal replacement therapy (crrt) and remained on inotropes for a prolonged period. They were unable to be weaned from the ventilator as a result of their aggressive diuresis strategy and their weakness. It was further reported that the patient experienced an acute liver injury and their total bilirubin was 1.2. Their aspartate aminotransferase (ast) was 127 and their alanine transaminase (alt) was 198, climbing to 214 and 348 one week later. Ten days after that, the ast and alt were back within normal range at 27 and 57. The patient also had a low-grade fever which rese to 102.7 degrees and their white blood cells that had been trending down suddenly rose to 21.1 and their procalcitonin rose from 8.0 to 11.66, then to 16.85 and pneumonia was suspected. An x-ray showed effusion and vascular congestion with lower atelectasis. It was also reported that the patient had a urinary tract infection and their urine tested positive for extended spectrum beta lactamase e. Coli a bronchoscopy was performed for hypoxia and they received a tracheostomy the patient received medications and was weaned from the ventilator and decannulated. Based on the available information, the device may have caused or contributed to the adverse event. Per the instructions for use, right ventricular failure, respiratory dysfunction and infection are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced chronic respiratory failure and self-extubated two days after the implant procedure and they were immediately reintubated due to their oxygen saturation in the 70s and 80s. It was also reported that the patient experienced an acute kidney injury and their creatinine jumped to 3.33 which was three times greater than their baseline of 1.06. The patient did not require continuous renal replacement therapy (crrt) and remained on inotropes for a prolonged period. They were unable to be weaned from the ventilator as a result of their aggressive diuresis strategy and their weakness. It was further reported that the patient experienced an acute liver injury and their total bilirubin was 1.2. Their aspartate aminotransferase (ast) was 127 and their alanine transaminase (alt) was 198, climbing to 214 and 348 one week later. Ten days after that, the ast and alt were back within normal range at 27 and 57. The patient also had a low-grade fever which rese to 102.7 degrees and their white blood cells that had been trending down suddenly rose to 21.1 and their procalcitonin rose from 8.0 to 11.66, then to 16.85 and pneumonia was suspected. An x-ray showed effusion and vascular congestion with lower atelectasis. It was also reported that the patient had a urinary tract infection and their urine tested positive for extended spectrum beta lactamase e. Coli a bronchoscopy was performed for hypoxia and they received a tracheostomy the patient received medications and was weaned from the ventilator and decannulated.